Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2019. The sampling performed on (B)(6) 2019 yielded a total of 40 cfus comprised of the following 6 isolates: positive cocci - staphylococcus cohnii, positive cocci - staphylococcus capitis, positive cocci - staphylococcus aureus, positive cocci - staphylococcus aureus, positive rods - bacillus idriensis, positive rods - corynebacterium tuberculostearicum. The duodenoscope was received by pentax medical for evaluation on 14-mar-2019. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The results of resampling performed by pentax medical on 18-mar-2019 are pending.